Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump required replacement of a flo gard 6x01 pan head m 3x14. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a damaged flo gard 6x01 pan head m 3x14. To correct the condition, the flo gard 6x01 pan head m 3x14 was replaced. If any additional information is received, a follow-up MDR will be sent.